Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they received no readings for over an hour on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. It was reported that the patient had taken medication(s) that contain acetaminophen. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: make sure you have not taken any medications containing acetaminophen (such as tylenol). It was reported that the sensor was inserted into the arm. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).